Manufacturer narrative:
The device was returned and investigation completed by product analysis on 05-apr-2019 with the following findings: device analysis: on investigation, the cartridge compartment was confirmed to be damaged. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged the cartridge compartment was damaged. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.